Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that patient's pain came back around (B)(6) and the stimulation turned off. When the manufacturing representative was reprogramming the patient's implantable neurostimulator (ins), they got a "electrical reset - 0x200 code" screen on the clinician programmer. The ins interrogation print out showed that stimulation was off at the time of interrogation and high impedances were measured on electrodes 3 and 11. Impedance of electrodes 3 and 11 was measured to be 4,009 ohms. The rest of the electrode impedances were within normal limits. The power on reset (por) message with error code 0x0200 occurred on (B)(6) 2016. The patient went to the museum around this date. The patient was okay and receiving effective therapy again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.